Event description:
A patient was admitted for acute inferior mi. During the revascularization procedure, while positioning the stent in the rca, the stent slipped off of the stent balloon. The stent was manipulated back to the sheath at the femoral site but was unable to be removed. Two days later, the patient returned to the cath lab for a succcessful lost stent removal. The patient tolerated the procedure without any complications.